Manufacturer narrative:
The customer¿s report of the device infusing faster than expected was not confirmed. Analysis of the pcu event log shows that the pump module was infusing midazolam non-weight based dosing 100mg/100ml. At 7:39 am on (B)(6) 2017, the user changed the dose to 5mg/hr, which made the rate 5ml/hr and the user started the infusion. At 8:09 am, the user paused the infusion and changed the vtbi to 90ml. The user started the infusion and cleared the volume infused. At 9:28 am, the user paused the infusion and then channeled the device off. The volume recorded as being infused between 7:39 am and 9:28 am on (B)(6) 2017 was 9.045ml. The root cause was not identified. No device was returned for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that a 100ml infusion of versed was started at 0700 and programmed to infuse at 5 ml/hr however at 0828 the pump indicated that 16.6 ml was given. The patient was intubated and there was no patient harm.